Manufacturer narrative:
Reported event: an event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: the shell was returned for evaluation. Discoloration is visible on the superior surface/ ha coating of the shell. Material evaluation was completed and indicated the following comments: damage observed on the shell ha coating consistent with attempted implantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: there is not enough information for a formal review. During a primary tha the surgeon did not gain satisfactory fixation of a pressfit trident acetabular cup. A single post op xray demonstrates a cemented exeter stem matched with a cemented rimfit acetabular polyethylene cup. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: there is not enough information for a formal review. During a primary tha the surgeon did not gain satisfactory fixation of a pressfit trident acetabular cup. A single post op xray demonstrates a cemented exeter stem matched with a cemented rimfit acetabular polyethylene cup. The device was returned: and material analysis evaluation indicated: damage observed on the shell ha coating consistent with attempted implantation. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event cannot be determined as insufficient information was provided. Further information such as operative reports, clinical reports, histopathology reports, office notes and serial x-rays are needed to fully investigate the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
When trailing during an exeter trident mdm procedure the trident shell spun out while putting the leg through a range of motion. The surgeon then decided to implant a 50mm rimfit cup. The surgeon stated that he didn't think the trident that he had removed was as rough as he usually expects. The implant was loose on trailing.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
When trialing during an exeter trident mdm procedure the trident shell spun out while putting the leg through a range of motion. The surgeon then decided to implant a 50mm rimfit cup. The surgeon stated that he didn¿t think the trident that he had removed was as rough as he usually expects. The implant was loose on trialing.